Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the a previously used cartridge was refilled inadvertently. Reportedly, the customer was unable to verify how much insulin was originally filled into the cartridge. A new cartridge was successful loaded to address the event. Blood glucose was 89 mg/dl.